Event description:
It was reported that the patient presented in clinic. A device interrogation showed that the patient's right ventricular (rv) lead exhibited far p wave oversensing. The rv lead was explanted and replaced. The patient was stable throughout.